Event description:
It was reported that while setting up for a case, an unk green cable error occurred with a loaner holster. The rep sees there is a crack in and around the dc motor adapter. The case will be performed today with the reps control module. No pt consequence has occurred.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.